Event description:
It was reported that the external pulse generator experienced memory loss during battery change. Test and calibration were also requested. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper case is broken. Battery release, side bail covers, and ring cover are contaminated. Lead flex cover is corroded. Battery contacts are compressed. Battery drawer is contaminated and broken.